Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist found that the station had been down for 4 hours due to a database connection issue. The database was in a recovery pending state. Initial recovery attempts using the knowledge article ¿how-to ¿ recover / repair a corrupted dsclientoltp database¿ had failed with an unrepairable error. Logs had indicated the last successful sync and the last transaction. The tss then followed the knowledge article ¿proper datasync procedure & how to place new db in es station¿ to restore the database, completed a full sync, and re-established communication with the server. Additionally, the knowledge article ¿controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time¿ was attached. The customer was informed to verify functionality, and the case was closed after no further feedback. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was giving an error message that underlying data source after reboot and application is not launching. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.